Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was intermittently "stacking" insulin during bolus delivery. The customer's blood glucose (bg) level subsequently decreased to between 40-44 mg/dl. Reportedly, due to the low, the customer became disoriented. Customer consumed honey to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.